Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the cutter blade broke off in the hub of this catheter while cutting. A portion of the catheter was left on the lead and required scissors to remove. This resulted in the left ventricular (lv) lead pulling back into a less stable position.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted that the system had numerous kink and blood throughout the shaft. There was also blood in the hub of device and on the cutter. The cutter¿s guide piece and a portion of the actual blade appear to have broken. This missing piece was not returned for analysis. The system was severed with the distal portion not returned. There were stress marks and exposed wires at the point of separation as a result of cutting resistance. Analysis determined that the most probable cause for the clinical observations was operational context.